Event description:
During patient follow up, 17 months after implantation, the device involved in this MDR report was interrogated with the latest "blaview" programmer version; this version includes new functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer atutomatically displays a warning, which suggests replacing the ICD or contacting ela representative. The warning message related to an abrupt battery voltage decrease was displayed for the device in question; however, the elective replacement indicator was not reached. In addition, ventricular oversensing was observed in the memory data. Therefore explanation has been recommended.

Manufacturer narrative:
October 27, 2006. This event concerns a device that was manufactured an used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The analysis of the device is pending.